Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. The consumer reported the implantable neurostimulator (ins) that was implanted in 2009 was shocking the patient when the ins was close to being fully depleted. There were no traumas or falls related to this issue. This occurred suddenly. This second ins stimulation would ramp up and then shock her. The patient said she was told she was getting the shocking because the ins battery was depleting. The patient stated the manufacturer's representative verified with the clinician programmer that the ins was depleting and that was the reason for the ramping of the sensation and the shocking. The manufacturer representative reported that the patient had been seen by the manufacturer representative on (B)(6) 2015 where the patient was referred to the implant hcp for evaluation and probably replacement. The patient turned the stimulation off until the ins was replaced. This occurred about a month prior to the replacement on (B)(6) 2015. The ins was replaced due to ¿normal battery depletion.¿ only the ins was replaced, not the lead. It was reported tha t the patient received good coverage post-operatively. The patient noted before they had the ins system implanted, they had a sinus surgery which led to arachnoiditis and other health issues. The reported sinus surgery, arachnoiditis, and complications are unrelated to the ins system as they occurred before implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.